Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, was alerting air in the kit. It was reported there was no patient involvement. No adverse patient effects were reported. No additional information is available at this time.